Event description:
On 25-feb-2026, a sales representative reported via phone that an ar-9503s-06 arthrex univers revers humeral insert small / 36 / +6 would not seat within the ar-9502f-36lcpc arthrex univers revers suture cup, 36 (+2 left). The inserter was removed, and another ar-9503s-06 humeral insert from the same lot was used with the original suture cup without issue. No breakage occurred. There was no case delay or additional anesthesia time. The event was identified during a reverse total shoulder procedure on (B)(6) 2026. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.